Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event and was treated with ancef (cefazolin) (1 g, daily, for ten days, route not reported). Eight days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.